Event description:
It was reported that the patient¿s therapy was initiated one week following implant. A programming error occurred which resulted in an intrathecal baclofen overdose. The pump was filled with baclofen 2000 mcg/ml; baclofen 1000 mcg/ml was entered in the programmer. The patient experienced over sedation, hallucinations, and was unable to walk. The event resulted in an emergency room visit and in-patient hospitalization. The severity of the event was noted to be ¿severe¿. The outcome of the event was noted as ¿ongoing¿. It was later reported that the pump was delivering compounded baclofen. The patient also experienced an altered mental status related to the event. The therapy was suspended overnight. The next day, the patient was awake and alert. The pump was then filled with a lower concentration of baclofen, reprogrammed and therapy resumed. The patient was taking oral baclofen as needed. The outcome was noted as ¿resolved without sequela¿ on (B)(6) 2014. It was later reported that the patient¿s dose at the time of the event was 80.1 mcg/day.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).